Event description:
It was reported that an ilet user experienced dexcom g7 signal loss on the pump despite no alerts, after which the user toggled cgm model settings and restarted the ilet; pairing was completed using a code and glucose readings resumed on the home screen without further troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of insulin delivery and no medical intervention or hospitalization. Investigation included device-guided troubleshooting, cgm pairing verification on the ilet, and confirmation of sensor data display on the home screen. Investigation of this case revealed that the cgm-to-pump communication interruption resolved after device restart and configuration verification, indicating transient connectivity behavior without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity recovery through standard troubleshooting.